Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue. It was noted that the physician came into office with family complaining of the patient being confused and was having trouble ambulating. The patient has been on intrathecal (it) prialt since (B)(6) 2014 at 5mcg at day. It was noted that the patient started having trouble speaking, became confused and had problems ambulating on (B)(6) 2014. The patient visited a pain center on (B)(6) 2014 and the patient¿s symptoms seemed worse to the family. The prialt pump was turned down to 3mcg per day and the patient did not show any improvement with walking or speaking. The patient was less confused after the pump decrease. The patient returned to the pain center on (B)(6) 2014 and the pump was decreased again to 2 mcg per day. It was noted that there were no diagnostic tests performed, reportedly they were not required. The patient¿s status at the time of report was alive-no injury. The patient¿s symptoms were trouble walking, speaking and confusion. The location of the issue or symptom was at an unknown location. The pump was used to infuse prialt/ziconotide. It was later reported that on (B)(6) 2014, the patient had 2 personal therapy manager (ptm) bolus doses of 0.5 mcg every 12 hours, 2 in 24 hours, were added to the patient¿s simple continuous of 2 mcg per day of prialt 25 mcg/ ml. The patient¿s total possible daily dose of prialt was 3 mcg/ day. It was believed by managing physician that the prialt dose of 5 mcg/ day was too much and resulted in the side effect of some confusion. The daily dose was reduced and confusion subsided. It was reported that the patient is no longer confused and is receiving effect therapy at this time.